Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 and mesh was implanted during which the surgeon noted the previous mesh from her prior hernia is present at the cephalad portion of the recurrent ventral hernia defect and is excised in continuity with lysis of adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted incarcerated irreducible recurrent moderately large ventral incisional hernia. A partial omentectomy was performed, the abdominal wall was freed of adhesions and the omentum and mesh were resected back to healthy viable omentum. It was reported that the patient experienced severe pain, nausea, diarrhea, drainage, inflammation, and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2017 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/9/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.